Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain.') In a 37-year-old female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, hypertension, osteoarthritis, urinary incontinence, gerd, bronchitis viral, laryngitis, pneumonia, acute cholecystitis, obstructive sleep apnea syndrome, nausea, vomiting, gastroparesis, dysmenorrhea, bipolar disorder, headache, muscle spasm, obesity, shortness of breath, irritable bowel syndrome, obstructive sleep apnea syndrome, myocardial infarction, vitamin d deficiency, abdominal pain, back pain, leg pain, numbness, tingling, sciatica, neck pain, joint pain, muscle pain, restrictive pulmonary disease and shoulder pain. Concomitant products included labetalol, loratadine (axcel loratidine), medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological orpsychiatric problems condition: depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and depression ("psychological orpsychiatric problems condition: depression and mental anguish"), 13 days after insertion of essure. In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the anxiety, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg test. According to recent follow up she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: 1. No acute intraabdominal process. 2. Interval placement of essure devices. 3. Moderate degenerative changes of the bilateral sacroiliac joints. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Menorrhagia, depression, pelvic pain. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received event " nausea, dyspareunia (painful sexual intercourse)" were added. Patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain.') In a 37-year-old female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, hypertension, osteoarthritis, urinary incontinence, gerd, bronchitis viral, laryngitis, pneumonia, acute cholecystitis, obstructive sleep apnea syndrome, nausea, vomiting, gastroparesis, dysmenorrhea, bipolar disorder, headache, muscle spasm, obesity, shortness of breath, irritable bowel syndrome, obstructive sleep apnea syndrome, myocardial infarction, vitamin d deficiency, abdominal pain, back pain, leg pain, numbness, tingling, sciatica, neck pain, joint pain, muscle pain, restrictive pulmonary disease and shoulder pain. Concomitant products included labetalol, loratadine (axcel loratidine), medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological orpsychiatric problems condition: depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and depression ("psychological orpsychiatric problems condition: depression and mental anguish"), 13 days after insertion of essure. In (B)(6)2012, the patient experienced nausea ("nausea"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the anxiety, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg test. According to recent follow up she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2017: impression: 1. No acute intraabdominal process. 2. Interval placement of essure devices. 3. Moderate degenerative changes of the bilateral sacroiliac joints. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Menorrhagia, depression, pelvic pain lot number: a36511 manufacture date: 2012-08 expiration date: 2015-08-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain.') In a (B)(6) year-old female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, hypertension, osteoarthritis, urinary incontinence, gerd, bronchitis viral, laryngitis, pneumonia, acute cholecystitis, obstructive sleep apnea syndrome, nausea, vomiting, gastroparesis, dysmenorrhea, bipolar disorder, headache, muscle spasm, obesity, shortness of breath, irritable bowel syndrome, obstructive sleep apnea syndrome, myocardial infarction, vitamin d deficiency, abdominal pain, back pain, leg pain, numbness, tingling, sciatica, neck pain, joint pain, muscle pain, restrictive pulmonary disease and shoulder pain. Concomitant products included labetalol, loratadine (axcel loratidine), medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological orpsychiatric problems condition: depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and depression ("psychological orpsychiatric problems condition: depression and mental anguish"), 13 days after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the anxiety, menorrhagia, vaginal haemorrhage, urinary tract infection and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg test. According to recent follow up she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: no acute intraabdominal process. Interval placement of essure devices. Moderate degenerative changes of the bilateral sacroiliac joints. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Menorrhagia, depression, pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received. Case become incident. Aka name added, reporter added, lot number added, patient demographic added, events added- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, depression, mental anguish. Events outcome updated, events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain.') In a 37-year-old female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, diabetes, hypertension, osteoarthritis, urinary incontinence, gerd, bronchitis viral, laryngitis, pneumonia, acute cholecystitis, obstructive sleep apnea syndrome, nausea, vomiting, gastroparesis, dysmenorrhea, bipolar disorder, headache, muscle spasm, obesity, shortness of breath, irritable bowel syndrome, obstructive sleep apnea syndrome, myocardial infarction, vitamin d deficiency, abdominal pain, back pain, leg pain, numbness, tingling, sciatica, neck pain, joint pain, muscle pain, restrictive pulmonary disease and shoulder pain. Concomitant products included labetalol, loratadine (axcel loratidine), medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological orpsychiatric problems condition: depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and depression ("psychological orpsychiatric problems condition: depression and mental anguish"), 13 days after insertion of essure. In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the anxiety, depression, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg test. According to recent follow up she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: no acute intraabdominal process. Interval placement of essure devices. Moderate degenerative changes of the bilateral sacroiliac joints. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Menorrhagia, depression, pelvic pain. Lot number: a36511 manufacture date: 2012-08 expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain, bleeding, uti added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.